Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant additional information.

Event description:
It was reported that the balance middle-weight (bmw) guide wire was inserted through the radial access site for a right heart catheterization. When the sheath was being advanced over the guide wire, the sheath prolapsed, so the sheath and guide wire were advanced forward and back. The distal end of the guide wire separated and the right heart catheterization was aborted. After a left heart catheterization was performed, the patient was taken to surgery for a cut down in the arm to remove the separated segment of the guide wire. The patient tolerated the surgical intervention and the separated wire was successfully removed. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported separation. There is no indication of a product quality issue with respect to the design, manufacture,or labeling of the device.